Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Both the superior and inferior shafts are broken off at the pivot pin. The broken off portions of the shafts and lower jaw are missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that during the unspecified spinal procedure, the bottom jaw of the instrument broke off and the pin for the top jaw is cracked. All pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.